Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. Follow-up will be sent in as soon as investigation is finished.

Event description:
(B)(4). Event took place in (B)(6), not reported to (B)(6) authority. Tentative translation of user's narrative: cracked hub. Two devices involved. Leakage at hub noticed prior to use. Device replaced.